Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that patient had poor telemetry or no telemetry with recharging. The patient stated she had a CT scan the other day and after that she tried to charge the ins and it was not working. Patient stated she tried to put the recharger on again yesterday and it is not making any contact with the wiring. Patient stated it is not doing anything. Patient then described she as seeing the poor communication screen (reposition antenna screen). Patient stated they do not know when they were able to successfully charge ins because she does not have a long memory. Patient stated the last charging session was more than on to three months, redirected patient to health care professional (hcp) to address possible overdischarge. Patient cannot communicate with another external device. Patient saw poor communication on the programmer as well. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the "girl" recharged the patient's system and then they went back and the "guy took the code off". They noted that it was working very well and the poor communication and recharging issues were resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturing representative (rep). It reported the patient's device was in overdischarge. Patient reportedly gained a little weight and has difficulty charging battery with assistance of daughter. Device was reset and the issue was resolved at the time of this report. No surgical intervention occurred or planned. Patient is alive with no injury.